Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been receiving multiple intermittent inaccurate fill estimates. While troubleshooting with tandem technical support, customer declined to reload the cartridge as it would likely result in a minimum fill notification. There was no reported impact to the customer's blood glucose level.